Event description:
The customer reported that the speaker sound is not working. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the biomedical engineer and advised him to check the back of the surveillance, and there was not a speaker plugged into the d connector. The rse had the biomedical engineer plug the speaker into the d connector on the computer, and it was then working fine. The rse asked the biomedical engineer to talk to his team and find out why the speaker connector was unplugged. The biomedical engineer was not aware of any recent work being done in the unit. The device was confirmed to be operating per specifications and no failure was identified. The biomedical engineer replugged in the speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.